Event description:
It was reported that the patient experienced recurring incontinence over the past year with a twenty one year old artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted due to tubing from pump being torn; however, the reason for the tear was unknown. The patient did not experience any further adverse events. The patient was said to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.